Event description:
It was reported that transmitter quit working occurred. The product was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. An external visual inspection was performed and no damage. Voltage test was performed and pass. Nordic bluetooth pairing test was performed and pass. The probable cause was determined to be signal loss. The probable cause of the signal loss could not be determined. The reported event of a transmitter quit working is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).